Event description:
Pain in both knees [arthralgia]. Swelling in both knees [joint swelling]. Broke hand [hand fracture]. Knee replacement-both knees [knee arthroplasty]. Falls frequently [fall]. Case description: spontaneous report received on (B) (6) 2008 from a (B) (6) male consumer with a history of osteoarthritis, (B) (6), who experienced knee pain, knee swelling, knee replacements (both knees), broke his hand and frequent falls after starting synvisc. The patient received injections of synvisc into both knees on unspecified dates in 2000. Ever since the injections, the patient reported that he had pain and swelling in both knees. He had knee replacement surgery on his right knee twice and on his left knee once since the injections. Because of the pain and swelling in his knees, he fell frequently. One time when he fell, he broke his hand. At the time of this report, the outcome was unknown.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the (B) (4) process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.